Event description:
It was reported by a customer complaint that the patient was treated by paramedics due to an incident of low blood glucose. The reporter stated that in 2007, at 2:30am, she was unresponsive due to hypoglycemia. Paramedics treated the patient at the scene. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.